Manufacturer narrative:
Additional information: there was no patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one everest inflation device during a procedure involving an av shunt. The device was inspected, and no problems were observed. The device was prepped per IFU with no problems observed. The reported malfunction did not occur during preparation. The alleged issue did occur when the indeflator was connected to a balloon device. The balloon was being used in the patient when the issue occurred. It was reported that the pressure gradually decreased after inflation, and it was difficult to inflate in the patient¿s body. The needle on the gauge did not remain at zero during inflation. There was a gradual decrease, however, it is unclear if the pressure was actually dropping, or if there was a problem with the pressure meter. There were no issues with the balloon device. A new everest device was used to complete the procedure with the same balloon. There was no health damage to the patient.